Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 04/24/2012 and 05/01/2012 by phone, fax, and mail. A completed questionnaire was rec'd on (B)(6) 2012. (B)(4).

Event description:
A materials manager reported that during intraocular lens (iol) implant surgery after advancing the lens in the eye the haptic sheared off. The lens was cut in half and removed though minimal wound enlargement. While advancing a second lens the pt moved and this lens was not implanted. The materials manager reported a third lens was implanted successfully. Postoperatively the pt has corneal edema. Add'l info was rec'd from the surgeon, who reported the iol did not cause or contribute to the event. This report is for the third lens that remains implanted.